Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the top rear label was missing and the lens was worn. Functional testing involved delivery accuracy testing and showed that the pump was within manufacturing specification of +/- 6%. The lens was replaced. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at -9.85%. It was also reported that the lens had scratches. No adverse effects were reported.